Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 6:45 am, the patient reported a cgm reading of 120 mg/dl prior to going for a walk. Approximately 10 minutes into the walk, the patient began to experience symptoms including dizziness, disorientation, sweating, and leg shaking. The patient did not check her cgm reading during the event. The patient¿s husband observed her condition and provided fruit snacks. After approximately 10 minutes, the patient reported feeling improved; however, she did not check her cgm device or perform a blood glucose measurement at that time. Upon returning home, the patient continued not to verify her glucose level but expressed a belief that the cgm reading may have been inaccurate. No additional medical evaluation, treatment, or intervention was reported or documented. At the time of reporting, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.